Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, inflammation. 4 implant placed the same day - edentulous, locators - other 3 excellent!